Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, the device was used in accordance with the direction for use. However, thrombosis is a known risk associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that post successfully implanting eight coils into the ruptured aneurysm located in the right internal carotid artery (ica), a thrombus formation was observed at the neck of the aneurysm. The physician administered 10mg of reopro without any clinical consequence to the patient.

Event description:
It was reported that post successfully implanting eight coils into the ruptured aneurysm located in the right internal carotid artery (ica), a thrombus formation was observed at the neck of the aneurysm. The physician administered 10mg of reopro without any clinical consequence to the patient.